Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested for 4 treated events and 2 untreated events. Specifically, reprogramming options due to the ventricular tachycardia (vt) toggling between the conditional and shock zones. A boston scientific technical services consultant stated it appears the rhythm is narrow and faster than the vt in episodes 4-7 in the treated event. The consultant discussed that increasing the zones is more likely to not treat the vt as it is slower than the other arrythmia. A treadmill test and induction were recommended to obtain a template and attempt to confirm if the treated events are real supra ventricular tachycardia (svt) and identify if treatment is desired for these events. The device remains in service and no adverse patient effects were reported.